Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer administered a bolus via the pump and a manual injection to address bg and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged approximately 1.5 weeks later with the issue resolved and no permanent damage. Customer updated their settings to address the event. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of event is approximate.